Event description:
A registered nurse reported that while performing tracer registration, the tracer dots were showing up inferior and lateral to where the tracing actually occurred. No impact on patient outcome was reported.

Manufacturer narrative:
No parts have been returned. Software findings still under investigation.